Event description:
The customer reported when the infusion was completed and the nurse opened the door of the device wetness was noted on the tubing and pump chamber. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.